Manufacturer narrative:
(B)(4).

Event description:
It was reported that a battery and longevity data anomaly was observed. The non-dependent patient was asymptomatic. The battery voltage and longevity were close to the predicted curve. The patient will continue to be monitored.